Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit has not turning on. No patient involvement. A getinge field service engineer (fse) stated that the customer reported unit had a small drop during use while transporting a patient. Unit did not appear to have any issues afterwards but asked if unit could be checked out anyway. Unit was brought down by biomed tech (B)(4). Onsite, confirmed unit did not have any physical damage to the casing. Ran unit for several hours and no failures occurred. Made sure unit was not leaking any helium and passed the internal helium leak check. Unit returned to customer. No other patient information provided. No parts were replaced.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use while transporting a patient, the cardiosave intra-aortic balloon pump (iabp) unit had a small drop and is not turning on. There was no patient harm.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a